Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the non-dependent patient¿s lead relayed noise which triggered a number of false mode switching episodes. Such episodes were reproducible in clinic. Programming changes were made which appeared to reduce the oversensing. The patient was stable throughout and will continue to be monitored.